Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut down on its own. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The host module was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 26, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to non-conforming host module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the host module was replaced as a preventive measure. The company representative returned the host module. The system was tested and found to meet product specifications. The system was manufactured on march 26, 2015. Based on qa assessment, the product met specifications at the time of release. The host module was received. However, since the module was replaced during a preventive measure (pm), the sample was not evaluated. The root cause cannot be determined conclusively. (B)(4).